Manufacturer narrative:
Photos of device supplied. Occlusion noted. Complaint confirmed via photographic evidence. No injury reported. Emdr late due to problems getting account set up and failures in acknowledgement codes (B)(4). Actual device not returned.

Event description:
Initial and final report. Nurse reports no oxygen flow through cannula. No injury reported.